Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that the vela ventilator was alarming ventilator inoperable (vent inop), motor fault, low peak inspiratory pressure (pip), circuit disconnect. The customer reported no patient involvement or allegation of patient harm.